Event description:
Medwatch (no number) was received. It was reported that the surgeon was using a 4 french fogarty catheter to tamponade a bleed in the right bronchus intermedius; it was reported that the white tip of the catheter came out/off of the tip of the balloon. Follow up with the customer indicated that retrieval was attempted; however it was not sure of how retrieval was attempted. An x-ray was taken and there was no indication of the tip. It was stated not sure if the tip was retrieved; however, there was no signs or symptoms from the patient and the patient was discharged. An attempt was made to speak with the physician; however, the pi manager indicated that no other information could be provided, the information was all that was on the medwatch report.

Manufacturer narrative:
Device was discarded and unavailable for examination. Without the return of the device we are unable to complete an investigation of the reported event. A device history record review was completed and it was confirmed that the device met specifications upon distribution.